Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the image issue could not be identified despite troubleshooting. The subject device was transferred to the repair department for further review. Therefore, at this time, the root cause of the event could not be identified. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the images were normal and stable. The evaluation also found a damaged front panel and top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center image was present but had a defective image when scopes were plugged into the unit as the image became purple making it very difficult to discern polyps. The issue was found during therapeutic and diagnostic colonoscopy/endoscopy procedures. The procedure was delayed 15-30 minutes for troubleshooting and to set up another room to complete this procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).